Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a luer connector broke off the insulin cartridge assembly, leaving the cartridge stuck in the pump chamber and preventing insulin delivery; blood glucose was confirmed within range at the time of the report. Symptoms included no adverse physiologic effects. Outcomes included temporary interruption of insulin delivery that was resolved when the user later removed the stuck cartridge and continued using the device. Investigation included customer service triage and user education on removal, device shutdown, data sync, and return procedures. Investigation of this case revealed a mechanical breakage of the luer connector associated with the cartridge interface, consistent with a component failure of the connector and resultant inability to remove the cartridge. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the connector with user-related handling factors considered possible.